Event description:
Patient status post stent procedure. Attempted to perclose rfa site times 2. Second attempt at perclosing resulted in obstructed device. Surgeon consulted. Patient transferred to or for device removal. No adverse outcome to patient.